Event description:
Analyzer was not discarding used tip and picking up a new tip prior to sampling the next sample. The field service rep determined the pipettor z-axis arm was binding in bearing guide. The instrument was repaired. Performance check tests were performed and within specification.